Event description:
A pt reported experiencing inaccurate erratic results with an ot profile meter. The pt's blood glucose results were 40mg/dl, 120mg/dl, 102mg/dl. Tests were done 11-20 minutes apart with a difference of 47 mg/dl. Pt did not experience any adverse events. No further info has been reported.